Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the required test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Unit was successfully downloaded using thus software. During download history review using the long trace file it recorded a fatal pump error 131. Fatal pump error 131 was triggered on 3/26/2024 12:42:05 pm due to processor alarm. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, found moisture damage on electronic assemblies. The p-cap locks properly into the reservoir compartment. Unit also received with cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 131. Pump error 131 was confirmed in the history files triggered by processor alarm. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), pump error 131. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.